Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product evaluation summary: it was reported that during the implant procedure, there were issues with the threshold on the lead so the physician decided to remove the lead and implant a different lead. No patient complications have been reported as a result of this event. (B)(4).

Event description:
It was reported that during the implant procedure, there were issues with the threshold on the lead so the physician decided to remove the lead and implant a different lead. No patient complications have been reported as a result of this event.